Event description:
It was reported that, beginning about one week prior, the patient felt the stimulation from the implantable neurostimulator in the legs instead of the intended location - the back. The patient also had a return of back pain. There was no known related incident or accident reported, at this time. The patient did not have a group row. It was later reported that the patient met with the manufacturer representative on (B)(6) 2011, for a reprogramming session. It was not possible, at that time, to isolate center-low back stimulation coverage. It was discovered that the patient had a fall approximately two weeks prior. X-rays of the lead position were ordered by the patient's physician, but there were no results reported. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 377845, lot # v003667, implanted: (B)(6) 2006, explanted:na; lead model 377745, lot # n0038947, implanted: (B)(6) 2006, explanted:na; extension model 3708140, lot # njb003476v, implanted: (B)(6) 2006, explanted:na; extension model 3708140, lot # njb003025v, implanted: (B)(6) 2006, explanted:na; programmer model 37742, lot # njd048772n.